Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that the dental implant did not osseointegrated after its installation in patient¿s mouth. The patient presented bone type iii and immediate load was not performed. No further information was provided.